Event description:
This spontaneous report was received from a pharmacist, and concerns a (B)(6). The patient's weight and height were not known. Her medical history and concurrent conditions included to known allergies or drug allergies. On (B)(6) 2013, the patient began treatment with the all-flex arcing spring diaphragm (silicone), (hdw - contraceptive diaphragm and accessories), size not specified, (lot number b06eu1, expiration august-2015) one diaphragm as needed/intravaginal, for birth control. Concomitant medications were not reported. A pharmacist called to report a product quality complaint and additionally reported an adverse event on behalf of the patient. On an unspecified date in 2013, the patient noted a hole in the diaphragm (malfunction). No additional information was provided. The patient outcome was not known for hole in diaphragm and uncomfortable. Patient use of the all-flex arcing spring diaphragm (silicone) was ongoing at the time of this report. This report was associated with (B)(4). This report was serious and reportable (malfunction) (medically significant).

Manufacturer narrative:
It was unknown if the all-flex arcing spring diaphragm (silicone) was returned to the manufacturer for an evaluation.